Manufacturer narrative:
The drill attachment was not returned to the manufacturer for evaluation, because the user facility discarded the device.

Event description:
It was reported that during equipment testing, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged w/this event.